Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 52 previously reported events are included in this follow-up record. Product return status 38 devices were received. 14 devices were not available for evaluation.

Event description:
This report summarizes 52 malfunction events in which the device reportedly overheated. - 48 events had no patient involvement; no patient impact. - 4 events had patient involvement; no patient impact.

Event description:
This report summarizes 52 malfunction events in which the device reportedly overheated. 48 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10. 52 previously reported events are included in this follow-up record. Product return status. 37 devices were received. 14 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 52 previously reported events are included in this follow-up record. Product return status: 36 devices were received. 13 devices were not available for evaluation. 3 device investigation types have not yet been determined.

Event description:
This report summarizes 52 malfunction events in which the device reportedly overheated. 48 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 52 events were reported for this quarter. Product return status: 19 devices were received. 5 devices were not available for evaluation. 28 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. 17 reported events were not confirmed. Evaluation results: 18 devices were found to be affected by internal corrosion. 1 device had no problem found. Additional information: 52 devices were not labeled for single-use. 52 devices were not reprocessed or reused.

Event description:
This report summarizes 52 malfunction events in which the device reportedly overheated. 48 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.